Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in patient's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. On patient's last visit on (B)(6) 2012 - ucva 20/20. See MFR# 2023826-2012-00740 for left eye.

Manufacturer narrative:
(B)(4).